Event description:
Nurse was using nitrile glove (safeko) for blood draw procedure. Nurse removed glove from box and noticed unusual feel. Upon examination nurse found glove cut and various pieces of pottery were found in glove and protruding through glove. Hnc enterprises, llc (B)(4).. FDA safety report ID # (B)(4).